Event description:
The customer reported an incident recently occurred with the autopulse nxt platform (sn unknown) and autopulse nxt band (lot unknown) where a patient with an increased bmi sustained severe bl flank pressure injuries secondary to the straps of the device. Because of the patient's increased bmi, the straps were too tight around their trunk circumference. Due to this, the straps dug into the patient's flanks causing severe degradation of the skin. No additional information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
B5 (describe event or problem), d1 (brand name), d4 (additional device information), and g4 (premarket identification) were corrected. Per the customer follow up response, the autopulse nxt system was used instead of the autopulse (legacy) system. For g4: PMA/510(k): premarket submission number not available/not released

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Chest compression, as a part of cardiopulmonary resuscitation (CPR), has a high rate of patient adverse events. Common injury such as skin injury is expected adverse event for both manual and mechanical cprs. The aha guidelines emphasized the importance of high-quality chest compressions and recommends ensuring adequate compression rates and depth. Skin injury is common but acceptable consequence of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death. Based on available information, the event of skin injury was serious since it was reported as severe. Due to location and the time point, the event of skin injury was causally related to the autopulse device and the procedure. The event was not related to device deficiency.

Event description:
The customer reported an incident recently occurred with the autopulse platform (sn unknown) and autopulse lifeband (lot unknown) where a patient with an increased bmi sustained severe bl flank pressure injuries secondary to the straps of the device. Because of the patient's increased bmi, the straps were too tight around their trunk circumference. Due to this, the straps dug into the patient's flanks causing severe degradation of the skin. No additional information was provided. Patient's status information was requested but the customer did not provide a response.